Event description:
A skytron surgical table was being used during a case. Facility reported that the table suddenly started smoking. The staff removed the patient and the table from service. No injuries were reported. Skytron distributor replaced the suspect parts, the pump motor assembly and the relay box, and returned them to skytron for further evaluation. The table is now back in working condition. The parts were evaluated by the manufacturer and it was discovered that there was a short circuit in the relay box board. Over (B)(4) of these relay box boards have been sold and there has only been (B)(4) reported complaint of this nature.